Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included power cycling and bench handling without duplicating the malfunction. The device's lcd assembly and the lcd color cable assembly were replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display was faulty. That is all the information available. Complainant indicated that there was no patient involvement in the reported malfunction.